Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they felt like they were getting shocks as they were charging the ins. The patient initially stated that it felt like the recharger was burning their skin and it hurt, then they retracted this statement and said their skin was not burning, but it felt like there was an electrical current going from the recharger to the ins. The patient then stated that it should be fine because it wasn't bad during the call. The patient had the recharger directly against their skin, so agent reviewed that the patient could consider putting a cloth or layer of clothing between the recharger and the ins. Patient was advised to follow up with their hcp to further address the issue. Patient stated that their urologist in port huron is thomas coury, but they don't manage the ins. Agent emailed physician listings. On 2025-aug-25. Additional information was received from the patient. They reported that the sensation was only felt during a recharge session. A layer of clothing was not used and a part of the surface was in contact with the skin. They noted that use of a layer of clothing did not resolve the sensation. A belt was not used.